Manufacturer narrative:
Conclusion: device investigation showed minor damages and a deformation to the active electrode likely caused by device minute mobility. The deformation very likely caused the observed intermittent short circuits. An impact to the head was reported, which might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned. This is a final report.

Event description:
The hearing performance with the device was affected. Parents reported two incidents of trauma, most likely somewhere between (B)(6) 2015 and (B)(6) 2016. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing performance is affected. There is the possibility they will decide for re-implantation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. The parents reported two incidents of trauma, which might have weakened the fixation of the active electrode. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for surgery has been made available.

Event description:
Patient_s hearing performance is affected. Parents reported two incidents of trauma, somewhere between (B)(6) 2015 and (B)(6)2016. The clinic will review in situ measurements in 3 months and carry out performance testing. There is no explantation of the device planned at present.